Manufacturer narrative:
The sample has been returned for evaluation. A follow-up report will be submitted once the investigation has been completed.

Event description:
The 10f sheath could not be advanced into the dilated liver parenchyma over a 0.035¿ boston scientific super stiff amplatz wire. The dr. Tried to reinsert the 10f introducer (blue argon), but it would not advance into the sheath. A cook 10f introducer (grey, sti ll in sheath for return & in pics) was then inserted but would not be advanced beyond a certain point into the sheath. The entire sheath had to be exchanged and removed for another new sheath. The patient experienced an intraperitoneal hemorrhage after the exchange of the sheath in the dilated parenchyma where the sheath was supposed to be advanced.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.